Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 29 aug 2019 b5: it was reported that the placement tool became stuck in the implant. The placement tool was changed and another implant was placed. D4: expiration date: 02 jul 2023, UDI: (B)(4), h4: 02 jul 2018. The reported device was received for evaluation. Visual inspection of the as returned product identified that the implant is worn from use, and signs of damage were noted around the internal hex. Functional testing was performed for the returned product and it was determined that the implant stuck on a mating driver due to excessive damage. The reported condition of a placement tool that became stuck in the implant was confirmed. A device history record (DHR) review was completed for the reported device lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot number for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. The most likely causes for the reported event are customer error due to seating errors and excessive torque. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the placement tool became stuck in the implant. The placement tool was changed and another implant was placed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the placement tool became stuck in the implant. The placement tool was changed and another implant was placed.